Manufacturer narrative:
End-user requested service provider inspect device as they had noticed the seating system becoming less stable and rocking. Dealer reported the seeing a break forming in the top plate of the elevator where it attaches to the inner tube. Inspection of the affected component confirmed the report given. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Because of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component has been installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report that end-user noted the seating system on their device would rock back and forth. Upon inspection by the service provider, it was noted the top plate of the elevator was becoming detached from the inner tube. No injuries were sustained because of this reported component failure.